Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported there were multiple episodes of lead noise. Sic (short interval count) was 5053. It was also reported the impedance spiked to over 2500 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event. It was further reported the capped lead was subsequently removed due to infection.